Event description:
The procedural details are unknown. The target lesion is the distal right coronary artery. The vessel details are unknown. A cypher stent (3.0/23mm) was implanted in the distal right coronary artery. Nine months following the index procedure, a coronary angiogram was conducted. It ws an elective case. Restenosis was observed at the proximal end of the cypher stent at the distal right coronary artery. To treat the restenosis, percutaneous coronary intervention was conducted. The target lesion was eccentric, tubular and slightly calcified. The diameter of the vessel was 3.55mm and the length was 6.48mm. Aha/acc classification of the vessel was a type b1. There was 67.8% stenosis. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.5/23mm) was implanted at 15atm for 16-30 seconds at the proximal end of the initially implanted cypher at the distal right coronary artery with overlap. Post dilation was conducted with a balloon (3.5//23mm) at 18atm. Inflation time is unknown. Timi flow before and after the procedure was 3. The residual stenosis after the procedure was 12.6%. Two days later, the patient was discharged from the hospital in stable condition.